Manufacturer narrative:
The device evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The transfer set was visually inspected and underwent functional testing: leak testing, clear passage test and clamp function test. The device passed all testing. In addition to this, there was also torque testing performed and there were no issues. The reported event was not verified during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set¿s twist clamp could not be closed. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.